Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8250927 and 8113817. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our engineers were unable to duplicate this event through the leakage testing of the submitted device. However, customer reported ¿bd connecta has been leaking in many cases from drug admin cap. IV fluid (nacl) has been used¿; this failure mode was detected in other customer complaints where leakage occurred at the valve port assy. Due to a bad tubing assembly. Engineering team assessed the assembly process finding a worn pin in station 5 that could cause the reported failure mode. This pin is in charge of assembling the gray tubing into the valve housing.

Event description:
It was reported that a bd connecta¿ stopcock had leakage. The following was reported, "bd connecta has been leaking in many cases from drug admin cap. IV fluid (nacl) has been used."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd connecta¿ stopcock had leakage. The following was reported, "bd connecta has been leaking in many cases from drug admin cap. IV fluid (nacl) has been used."